Manufacturer narrative:
Death date: (B)(6) 2016. Event date: (B)(6) 2016. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that the patient died. In (B)(6) 2013, the index procedure was performed. The target lesion was located in the distal left circumflex (lcx) artery with 80% stenosis and was 35mm long, with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilatation and placement of a 2.75x38mm promus element¿ long drug-eluting stent. Following intervention, residual stenosis was 0%. Six days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient was diagnosed with myocardial infarction (mi) and died due to mi on the same month.